Event description:
It was reported that the customer was treated for low blood glucose by the emergency medical treatment. Troubleshooting was not performed at the time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.